Event description:
It was reported that a cutting balloon became stuck in the vessel. A 15/3.0 flextome® cutting balloon® monorail was selected and advanced to treat the proximal left anterior descending artery (lad). During the procedure, it was noted that a cutting balloon was stuck in the vessel. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Also, visual and microscopic examination observed no damage to the tip or blades and all blades were present and fully bonded to the balloon surface. Contrast media was present within the balloon which may have compromised the profile of the balloon and contributed to catheter insertion/removal difficulties. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified contrast media. The balloon protector was not received for analysis. The device was connected to an encore inflation unit and a vacuum was pulled for balloon preparation prior to advancement through the recommended guide catheter as identified on the product label. The device was passed over a 0.014 inch guidewire with ease. The catheter was advanced through the 6f guide catheter; however, resistance was encountered at the midshaft kink and the device was unable to be inserted any further. The midshaft was kinked at the guidewire exit port. In addition, the hypotube was kinked along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a cutting balloon became stuck in the vessel. A 15/3.0 flextome cutting balloon monorail was selected and advanced to treat the proximal left anterior descending artery (lad). During the procedure, it was noted that a cutting balloon was stuck in the vessel. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).